Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery issue. Tthere was no patient involvement at the time the issue was discovered as the device was removed from service. The customer called technical support to report that there was a battery issue and requested an onsite evaluation of the device. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp downloaded and inspected logs but could not confirm the reported issue as no errors were found. The asp charged the battery and performed an internal battery test per the service manual. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Correction: conclusion code updated to reflect user since battery was depleted. Additional information: per good faith effort (gfe) response, the field service engineer (fse) noted that the battery was depleted and confirmed that there were not any errors. The fse also stated that battery lot number of the defective battery was m98007p1, and the manufacturing date was 03/12/2021.